Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump¿s control iq function delivered more insulin via the basal and automatic correction bolus than the customer needed, causing the customer to experience decreased blood glucose (bg) levels. The customer consumed carbohydrates to address low bg. The customer updated the settings to address the issue.